Event description:
Rn reports leakage from at least 2 units during pt use. Per rn, "tubing/luer connection looks cracked." 1 of the leaks involved an isotope spill that was handled without incident. Per rn, no pt injury.